Event description:
It was reported that the entry site and vein access had to be widened upon removal of the icy catheter from the femoral vein, in order to avoid leaving fragments in the pt's anatomy. Initially the entirely deflated/ aspirated catheter could only be pulled out up to the proximal balloon. After feeling the vein, it was possible to recover the entire catheter, however the middle balloon of the catheter was detached and was only connected to the catheter at its distal end. The following distal balloon, similar to the proximal balloon, were both undamaged. In this case, beyond expansion of the entry site and the vein described above, no further harm was suffered by the pt. The product was discarded by the hospital facility. No additional info was provided.

Manufacturer narrative:
Zoll medical corp has not received the product for eval. If product is returned to the MFR, a supplemental report will be filed.